Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the first three staples appeared misaligned. The stapler was returned with 37 staples remaining in the cover block. The trigger was returned partially engaged. Evidence of use in the form of biological material was observed on the device. The sample was returned with its first staple partially formed. This staple was manually removed. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon full engagement of the trigger, the next staple fired on its second attempt. Upon the next engagement of the trigger, two staples misfired from the device. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. It appeared that the staple misalignment prevented the remaining staples from moving down the track and firing correctly. It could not be determined what exactly caused the staples to misalign. An nc has been opened to further investigate this issue. The device history review could not be conducted since the lot number was not provided and sales history could not be obtained. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of misfire/jam-staples not forming/closing was confirmed based upon the sample received. Visual examination revealed that the first three staples appeared to be misaligned. Upon functional inspection, the staple misalignment prevented the remaining staples from firing properly. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the device was used by a vet. Staples are not properly stapling, the staple is properly closing only on 1 side. We cannot provide the lot#. There was no injury reported.

Manufacturer narrative:
Qn#(B)(4). A visual, dimensional, or functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528135 visistat 35r 6/box lot# 73a2300165 the staplers were functionally inspected (fired) and issue reported misfire/jam-staples not forming/closing was not observed in the current manufacturing process, the staples were loaded and released correctly. The device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
Reported issue: the device was used by a vet. Staples are not properly stapling, the staple is properly closing only on 1 side. We cannot provide the lot#. There was no injury reported.